Manufacturer narrative:
Initial reporter address: (B)(6). Additional phone no. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that brown specs were observed on a syringe inlet, micro-volume with luer lock end. This was observed when opening the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Unaided eye visual inspection was performed and areas of brown foreign matter were observed at the white micro connector of the inlet. Inspection under magnification verified embedded foreign matter that was light brown in color in 4 areas of the outer wall inlet white connector and not inside the fluid pathway. The reported condition was verified. The cause of the condition was due to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.